Event description:
A customer reported observing air in the patient line during dialysis therapy. This event occurred during filling on the homechoice machine. The customer reported feeling shoulder pain while the air was observed, though no medical intervention was in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.